Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-aug-2023. H.6. Investigation summary: our quality engineer inspected the 24 representative samples, 1 sample in an opened package with an activated needle and 1 used sample submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection of the samples. Analysis of the samples showed that the 1 used sample had a clean cut on the catheter, where the catheter material was stretched. A review of our manufacturing process was performed and there are no parts that could cause a clean cut on the catheter. There is the possibility that during us or handling of the device, the product could have come into contact with the catheter and caused the clean cut observed. This root cause cannot be confirmed since we are unable to confirm how the device was used or handled during the event. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd venflon pro safety the catheter separated in the patient's arm. The following information was provided by the initial reporter, translated from german to english: the catheter came off while pulling today and in the patient, must be removed surgically during use catheter of the vps came off during pulling and is still in the patient. Position could be determined by ultrasound. Will be surgically removed today (B)(6) 2023: ¿while removing the catheter, it separated from the rest and we had to use ultrasound to see where it was (I don¿t know if I broke or it if was cut off). The patient will be operated today. I have clearly mentioned that we need to have the extracted part to be able to do analyze it. We will receive a written statement from the hospital with more details in the issue and the lot number. I will travel to the hospital on monday and collect the product.¿

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon pro safety the catheter separated in the patient's arm. The following information was provided by the initial reporter, translated from german to english: the catheter came off while pulling today and in the patient, must be removed surgically during use catheter of the vps came off during pulling and is still in the patient. Position could be determined by ultrasound. Will be surgically removed today (B)(6) 2023: ¿while removing the catheter, it separated from the rest and we had to use ultrasound to see where it was (I don¿t know if I broke or it if was cut off). The patient will be operated today. I have clearly mentioned that we need to have the extracted part to be able to do analyze it. We will receive a written statement from the hospital with more details in the issue and the lot number. I will travel to the hospital on monday and collect the product.¿